Event description:
It was reported that the pump indicated a data log corruption and the pump unexpectedly reset. Customer was not using pump for insulin therapy at time of event. Customer had reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.